Event description:
Unomedical reference number (B)(4). Event occurred in france on 19-apr-2024, it was reported that the patient faced an issue with the infusion set as the infusion set was not adhering for a longer period of time and the patient had to change it earlier than 7 days as expected. No further information available.